Event description:
During the procedure when the perfusionist went to give cardioplegia, they noted that the patient was receiving more cardioplegia than blood. The base configuration of this pack is designed to give blood and cardioplegia in a 4:1 ratio. They found that the two lines with tubing item sizes of 0.265" and 3/16" had been reversed thus making the ratio 1:4. The male luers of both lines had reversed at the mating female connectors. They immediately corrected the orientation of the lines and completed the procedure without further incident. There was no patient detriment.

Manufacturer narrative:
The unit was not returned. The investigation included a review of the print for the catalog number and revision in the issue (revision d), a review of the DHR for the lot and further conversations between the chief of perfusion and the cobe account executive. The custom perfusion pack is designed to allow the user to select between two cardioplegia ratios. The selection is made by disconnecting two twist connections, reversing two lines and reconnecting the twist connections in the opposite configuration. The pack is designed with the default configuration of a 4:1 blood to cardioplegia ratio. Per the user's report, the perfusionist was expecteing the set to be in the default configuration of 4:1. However, the set was in the 1:4 configuration. Another employee at the facility other than the perfusionist for the case had set up the device. The device came from a lot of 48, which has all been sent to the customer. Follow-up with the customer revealed that no additional issues had been experienced with the lot. Since the balance of the lot was in spec, it is likely that one set became loose either during manufacturing, upon removal from the tray or during setup and was subsequently reversed when the lines were reattached. We can not be sure when the reversal of the lines occurred. To address any manufacturing issues at cobe, the personnel for manufacturing of this lot, were identified and retrained. New instructions for assembly have also been developed that provide clearer direction on how to break down work when manufacturing complex cardioplegia delivery circuits. Furthermore, the customer will be working with cobe in the near future on a complete redesign of the pack. This customer has stated that the "selectability" of 4:1 and 1:4 ratios will no longer be required. This will allow the two twist connections to be removed from the cardioplegia circuit. This will significantly reduce the risk for the ratios to be reversed during manufacturing and subsequent handling.